Event description:
Reporter alleged going to the doctor based on the meter reading of 309mg/dl. It was reported doctor ordered a lab the same day and within 45 minutes measured 122 mg/dl. No treatment was received and diabetes medication was taken about 1/2 hour before the alleged incident. No controls reportedly used. A request was made for the return of the suspect device and replacement product was sent.